Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional manufacturer reports: 3006705815-2020-31074, 3006705815-2020-31075. It was reported that the patient's scs ipg system was explanted due to not providing adequate pain relief. Several attempts to reprogram the system were made before the patient decided she did not want the system anymore. The procedure was completed successfully without issue.